Event description:
Nurse notified materials management of a defective b braun primary tubing. I retrieved the defective product from materials management on after being notified by csr of the defective product. The primary tubing was missing a luer lock connector at the end of the tubing, no way to connect to the patient.